Manufacturer narrative:
On 4/14/2021, bwi received additional information confirming that the ablation never continued beyond the cut-off limit. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Initial reporter phone: (B)(6). The product investigation was completed. Device evaluation details: visual analysis of the returned catheter revealed reddish material inside and a hole in the pebax. On the thmcl smtch sf catheter. A generator test was performed on the catheter and it was found within specifications. No temperature malfunction was observed. A manufacturing record evaluation was performed for the finished device (B)(4) number, and no internal actions related to the complaint were found during the review. As part of bwi¿s quality process all devices are manufactured, inspected, and released to approved specifications. The evaluation determined that the cause of pebax damage failure cannot be established. The event described high impedance was unable to duplicate during the product investigation however, the blood inside the pebax area found could be related to the reported issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
A patient underwent a premature ventricular contraction (pvc) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab identified a hole in the pebax with reddish material inside. The internal parts were exposed. The findings were identified on (B)(6) 2021. During the procedure, while ablating within the coronary sinus (cs) with an thermocool® smart touch® sf bi-directional navigation catheter, the impedance was of 300 ohms or more. It was also reported that after the procedure was completed, the was removed from the patient¿s body, the physician checked the catheter¿s tip and noticed that blood has accumulated. They believed it is possible that since the impedance was high during the ablation, blood had flowed back by moving the catheter during cs imaging, causing the blood to accumulate. Procedure ended normally. No patient consequences occurred. High impedance is not MDR-reportable. The hole is the pebax is MDR-reportable.